Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop (sheath); however, the device and the procedural sheath were not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
The balloon lost pressure at the first stop(sheath). Manual compression was applied for 30 minutes or less. It is unknown if the patient was hospitalized or not. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the physician heard a popping sound as soon as the balloon was inflated in the vessel. The device was removed and the balloon had a small tear causing loss of pressure. Additional information: at prep, the black marker on the inflation indicator was fully exposed. There was no resistance while pulling back. Vessel location: peripheral.